Event description:
Previous history of femoral neck fracture and hardware removal. Pt had an intertrochanter fracture of left hip with a left hip hemi-arthroplasty. The femoral canal was prepared. The procedure for cementing the component to the pt bone was completed. Hypotension and bradycardia developed within 1 to 2 minutes after introduction of the stem while waiting for the cement to cure. Asystole developed and atropine was given. A full code with cardio-plumonary resuscitation was initiated resulting in a heart rhythm, blood pressure and pt becoming somewhat stabilized. The bipolar head and cup were quickly placed on the neck of the stem and the hip was reduced. On transfer to intensive care unit, pt become unstable, leading to asystole with a full code. Despite aggressive efforts the pt was not able to be resuscitated and subsequently expired.